Manufacturer narrative:
Upon follow up with the customer for case closure, the customer indicated that a week or so after reporting the sample in question, the field service representative found a bad syringe seal and replaced it. The customer indicated they have not had any issues since then.

Event description:
The customer received questionable results for intact human chorionic gonadotropin + the beta subunit (hcg+b) on one patient sample. The initial hcg+b result generated an error message, with no result. The customer reprogrammed the sample and the repeat result was 132.9 miu/ml, accompanied by a data flag. This result was reported outside of the laboratory, and was questioned by the physician. The sample was repeated and generated a repeat result of 5373 miu/ml, accompanied by a data flag. The result of 5373 miu/ml was deemed to be the correct result. There was no adverse event. As part of troubleshooting, the customer had checked the sample and reagent for bubbles, and there were none. Customer support instructed the customer to perform the recommended remedy for the error message that was initially received. The lot number of hcg+b reagent in use was 17509805, with an expiration date of 03/31/2015. The field service representative checked the alignments and liquid level detection (lld) voltages, and all were within specification. He indicated that the customer had no other lld errors after this occurrence. He indicated there may be suspected issues with static. A mechanism check and probe test were performed and were ok.

Manufacturer narrative:
The investigation could not determine a specific root cause. There were no reagent issues identified. Additional information was requested for the investigation, but was not provided. It was noted that the centrifugation time was too short.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.